Event description:
It has been determined that the event of capsular contracture baker grade ii did not occur. Therefore, this record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture confirmed via ultrasound and MRI. Later, patient reported "pain with sharp twinges". This record is for the left side. Device remains implanted.